Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
A company representative reported that during a medical procedure (pan facial) the surgeon performing the surgery fractured the long gold straight plate and the head off of three 1.2 x mm screws. He was using drill bit 60-10506 and other stryker products during the case. However, the surgery ended successfully with approximately a 20 minute delay. The plate was used (just in 2 pieces) and screw bodies were left behind (screw heads discarded).